Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue was confirmed. The system required replacement parts; however, the parts are unavailable at this time. No conclusion can be drawn as further service info is unavailable.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.